Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No button response due to open connector on lcd board. No button error alarms noted. Insulin pump was unable to confirm unexpected battery out limit alarms due to keypad anomaly. Insulin pump had a cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs and alarmed button error. Customer stated that the up arrow button on the device has stopped working. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was 155 mg/dl at time of reporting. Nothing further reported.